Event description:
During set up it was noticed that there was no tape holding the tubing to the sterile blue wrap as they are used to seeing.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).